Event description:
In 2007, the lay-user/patient contacted lifescan alleging that she could not test her blood glucose with her one touch ultra meter because it was just showing the letter "g" or "g" on the right side of the display. The pt tests her blood glucose 4 times a day during mealtimes and at bedtime. She takes glyburide twice a day. The pt had the reported meter for "a couple of years." The pt's husband later clarified the pt's claim and said that the meter was just showing "mg/dl" and "then the code number." The pt stated that because of the meter issue, she was unable to test her blood glucose for about 3 days. Although the pt was unable to test her blood glucose, she continued to take her medication as prescribed. One day earlier, the pt reportedly developed symptoms of "sweating" and "fighting." The paramedics were contacted. The pt stated that she "went goofy" and that "they just saved me in time." According to the pt, her blood glucose was tested by the paramedics using an unidentified device and a result of "6" mg/dl was obtained. The pt was treated with a tube of glucose and taken to a hospital. While in an ambulance, the pt mentioned that she began to regain consciousness. The paramedics retested her blood glucose and got a result of "52 mg/dl." She was taken to a hospital and given something to eat. The pt was unwilling to provide further info. It would have been helpful to know the following info: the pt's diabetes management regimen, if she made any changes to the regimen because of the meter issue, what the pt's normal/expected blood glucose levels are, what actions she would have taken if she knew her blood glucose was low, what actions she took after the symptoms developed, at why the pt was actually unable to test her blood glucose with the reported meter. While troubleshooting, the customer care advocate (cca) noted that the pt's test strips expired in 11/2006 and 12/2006. During the call with the cca, the pt was unable to duplicate the alleged issue. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt alleged that she was unable to test her blood glucose for 3 days, developed symptoms suggestive of hypoglycemia, got a reading of "6 mg/dl" from the paramedics, and was given oral glucose treatment.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.